Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 139 mg/dl. Review of the pump data logs by tandem technical support verified that the customer received occlusion alarms. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer's blood glucose level was 139 mg/dl.